Event description:
It was reported that noise had been observed on the right ventricular lead. All instances were handled by noise reversion algorithms. All other electrical values were normal and the noise could not be reproduced. The patient would be monitored.